Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl. The customer also reported that they experienced 36 mg/dl. The customer stated that the paramedics treated the low blood glucose. The customer stated that they were wearing the insulin pump during both events. The insulin pump will not be returned for analysis.